Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the procedure after the puncture, air kept being aspirated even the introducer was flushed. The air did not enter when the hemostasis valve was closed with fingers. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported device.